Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for myocarditis. It was reported the patient developed access site bleeding during re-positioning. As a result, the patient was administered blood products (red blood products, fresh frozen plasma). The patient bleed for a third time for which a muscle relaxant was administered. The physician was unable to control the bleeding and the impella device was explanted. The physician believed that the patient movement during support was likely to led to bleeding due to lack of proper sedation control. No further information was provided.